Manufacturer narrative:
Initial 1 of 2 based on the available information, this event is deemed to be senior injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the customer experienced multiple occlusion events. The events resulted in severe hyperglycemia, and the customer treated the elevated blood glucose with a correction insulin injection via manual delivery.